Event description:
It was reported that a malfunction occurred with the pump displaying malf 6, and the fault ID was noted as 6 ¿ 0x277d. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and contact support again if another malfunction code appears.